Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that they received a pump error 23 alarm however the customer noted that she had the insulin pump with no battery for more than 8 hours. The customer was experiencing no delivery alarms and turned off the insulin pump by taking the battery out. The customer was assisted in clearing the alarm. The customer's blood glucose level was unknown. The device will not return for analysis.